Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported having high blood glucose. She also stated her blood glucose was high even after she had bolused. The customer stated she did not receive a no delivery alarm and there was no bent cannulas. No additional information provided.